Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 01/17/2016. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 227mg/dl; 215mg/dl. Customer called complaining that the meter is reading higher than the 120mg/dl expected range of his fasting results. Customer explained that the doctor increased his metformin dosage from a total of 1000mg a day to 2000mg daily a few weeks ago therefor he is expecting lower results. No adverse event reported.

Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 01/17/2016. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 227mg/dl; 215mg/dl . Customer called complaining that the meter is reading higher than the 120mg/dl expected range of his fasting results. Customer explained that the doctor increased his metformin dosage from a total of 1000mg a day to 2000mg daily a few weeks ago therefor he is expecting lower results. No adverse event reported.